Event description:
"P-waves measure 0.1mv and sensitivity is programmed 0.15mv. Potential for atrial under sensing. Device appears to be undersensing on atrial lead and appears to result in inappropriate atrial pacing. Appears potential atrial under sensing triggering device classified false termination of at/af event(s) at times. Device appears to be undersensing on atrial lead and appears to result in inappropriate atrial pacing. Device is properly mode switched during at/af at time of transmission". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).